Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that after a craniotomy procedure, a surgeon noticed a metal fragment in the skull bone on a CT image. It was also reported that the surgeon performed a surgery to remove the fragment the next day.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that after a craniotomy procedure, a surgeon noticed a metal fragment in the skull bone on a CT image. It was also reported that the surgeon performed a surgery to remove the fragment the next day.